Manufacturer narrative:
(B)(4). This report involves a patient who experienced an unspecified infection and cloudy effluent in the context of peritoneal dialysis. While peritonitis was not specifically reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection, coincident with automated peritoneal dialysis therapy. The unspecified infection was manifested by cloudy effluent. On an unreported date, the patient was hospitalized for the unspecified infection. The cause of the unspecified infection was not reported. Treatment for the unspecified infection was not reported. At the time of this report, peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the unspecified infection. No additional information is available.